Event description:
It was reported that the and the left ventricular (lv) lead showed high impedance and there may be a lead fracture. The lead was deactivated. The device was reprogrammed to right ventricular (rv) lead pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 8042 implantable pulse generator (ipg). (B)(4).